Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion in the proximal circumflex (cx) artery was predilated with a 3.0x15mm balloon. The physician attempted to position the taxus liberte' 3.0x16mm drug eluting stent but met resistance at the ostium of the cx artery where there was a previously placed stent. The physician tried to advance several times with no results and then encountered difficulty retrieving the stent. When it was removed, stent damage was found. The damaged stent was exchanged for another 3.0x16mm taxus liberte' stent and the procedure was successfully completed. No patient complications occurred. Patient status is satisfactory.